Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was getting monopolar errors from the integrated electrosurgical unit (iesu). Customer tried to lower the settings and rebooting the generator. Tse had the technical support engineer (tse) put the setting down to 2 and change it to swift but error still present. The customer stated they have another vision side cart (vsc) they can use and will swap it out. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmable using logs; c38, c06, 18, m11, c30, m18, m11 errors are likely related. M 1c error was also logged. During visual inspection, no issues were found. However, front bezel experiencing notable yellowing/discoloration. Also, the iesu was tested on the system and all operations successful via all ports. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to defective generator. The system was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event.